Event description:
The event involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch where it was reported that the filter vent was not opened but had a drug leakage during infusion. There was patient involvement but no patient harm.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
Additional information was provided by the customer on (B)(6) 2025 from sr. Qa associate, informing that the drug in use at the time of the issue was unknown and there was no drug exposure to the patient or healthcare worker.

Manufacturer narrative:
Received one used list #15339-28, primary plum set,. As received, there were no physical damage or other anomalies observed. There was some fluid residuals observed. The filter vent juncture was air leak tested with the cap closed, no leakage was observed. The filter vent was pressure tested with the vent cap open, leaking was observed. Confirmed customer complaint of tubing lines leaking. Probable cause is due to a loss of hydrophobic properties resulting from an infusate interaction during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in b5 - describe event or problem, d10 concomitant product and section e (throughout). D9 - date returned to mfg: 16may2025. Additional contact: (B)(6).